Event description:
The customer was hospitalized for high bgs. It was indicated that the customer has high-risk pregnancy and has been treating other infections. Troubleshooting was performed. The programming and histories on the pump were accurate. However, the alarm history showed an alarm and the reservoir was empty. In addition, a fixed prime test was completed and the insulin exited.